Event description:
Pentax medical became aware of an event that occurred in the united states. The information was provided on a return materials authorization indicating that there was poor image quality involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The poor image quality was discovered in the operating room prior to use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 19-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found the image blackout confirming the customer complaint and also documented the following inspection findings: ccd circuit board corrosion, pve electrical pin corroded, passed wet leak test, endoscope failed electrical safety test - plct, pve electrical connector frame has severe corrosion, # 2 remote control button cover cracked, control body mild corrosion inside, mild moisture in control body, mild moisture on pve electrical connector frame, channel improperly installed (gap distal body opening). The device underwent replacements for the following components: o-rings and seals, adjusting collar, bending rubber, angle wire, rl pulley assy, ud pulley assy, remote control button, pcb for ccd drive pb-free, electrical connector assy, operation channel. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair and approved by final qc as of 10-sep-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.